Manufacturer narrative:
(B)(4). Visual inspection of the device confirmed that a portion of the thumb screw is fractured and retained in the bigliani/flatow provisional humeral stem. The thumb screw was dimensionally inspected and found to be conforming with the exception to the previously mentioned fracture. The hardness of the thumb screw was also checked and within specification. Review of the device history records for the thumb screw did not find any deviations or anomalies. This device is used for treatment. The thumb screw has an approximate field age of 2 years and 2 months. The instructions for use (87-6203-999-22) included with the thumbs screw states: "do not subject instruments to high loads and/or impact as breakage can occur." With the provided information the exact cause could not be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the threaded pin broke when the humeral stem trial was removed from the patient.